Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the electric pen drive device had an unspecified malfunction was confirmed. An assessment was performed on the device which found that the coupling tool side had seized and was rough running. It was further noted that the tool attachment was defective. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that electric pen device had an unspecified defect. During in-house engineering evaluation it was found that the coupling tool side of the device had seized and was rough running. There was no patient involvement reported. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.